Event description:
It was reported that while unpacking, the physician noted that the shaft of the catheter broke. The procedure was completed with another of the same device. No pt injuries or complications were reported. There was no pt contact.